Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: 2 drugs had been given via the injection port without problems. On injecting the third drug, felt a 'give' and there was brisk back bleeding from the injection port. Bleeding continued even with the injection port closed. Fortunately already had another venflon on site, so the defective venflon was removed. No harm other than minor blood loss. Cannula removed immediately.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: 2 drugs had been given via the injection port without problems. On injecting the third drug, felt a 'give' and there was brisk back bleeding from the injection port. Bleeding continued even with the injection port closed. Fortunately already had another venflon on site, so the defective venflon was removed. No harm other than minor blood loss. Cannula removed immediately.